Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5097298/5131411.

Event description:
It was reported that the patient underwent a system explant procedure due to unknown reason. The patient was doing well postoperatively. The explanted device components were not returned. No further information could be obtained despite good faith efforts.